Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during drain 2 of 4. The patient line became disconnected from the transfer and the home patient (hp) reconnected when the alarm sounded. The technical service representative (tsr) explained the message to the hp. The hc was operational. There was no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
The customer discarded the sample.